Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that in the past during a MRI (magnetic resonance imaging) the patient's pump was boiling. No further complications have been reported as a result of this event.